Event description:
The patient was on the viasys avea ventilator in the CPAP/ps mode with settings of 8/4, fio2 30%, when the ventilator screen suddenly went white and fuzzy for about 30 seconds. The rn called the respiratory therapist to figure out the problem and shortly after arriving the screen came back to normal. The pt was closed to extubating, so we chose to extubate early rather than change to another ventilator. The pt was not harmed during the event. The same ventilator had problems with its internal battery not charging even though it was plugged into ac power. Diagnosis or reason for use: patient intubated post cardiac surgery. Event abated after use stopped:yes.